Manufacturer narrative:
The product could not be evaluated and the reported event could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. The root cause is attributed to be use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). As there was no malfunction with the hinge service kit itself, and the failure was on the part of the sales representative, the service kit will not be returned for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a second stage revision to implant custom nexgen rotating hinge knee components, the sales representative did not bring the correct brand of hinge service kit to the procedure and the implants could not be assembled. As this error was noted intraoperatively, the surgeon implanted a cement spacer and scheduled an additional operation six (6) weeks later to implant the permanent rotating hinge knee components. Attempts were conducted with the sales representative to confirm that the labeling and packaging of the hinge service kit was correct, who verified that there was no discrepancy with the product labeling or packaging. The sales representative brought a segmental hinge service kit to the procedure rather than a nexgen rotating hinge knee service kit, and the error was not identified until after the start of the procedure. No additional patient consequences were reported.